Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus using pump and did not require assistance from a third-party. Technical support guided caller through resetting pump malfunction code, which did not recur after reset. Customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.